Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the 0 pairs are not communication. Patient was happy with their current settings and wanted to remain on them . No changes were made and all leads were communicating. It was also reported that the patient had a returned of no spontaneous voiding (B)(6) 2019 denies any trauma. Device assessment was done and the device was working well but patient complaint of loss of improvement that they felt on  (B)(6) 2019 and patient requested to return to that program. However they was no programmed change in patient record. Patient was then changed to program 5 and was asked to monitor. Patient then called  (B)(6) 2019 and cancelled appointment  but stated that  everything was working fine . However patient was in the office on  (B)(6) 2019 for follow up and stated they were not very happy with current voiding pattern and that after reprogramming they are doing excellent, voiding 99% on their own with occasional cath of 200cc or less (B)(6) 2019. It was stated that it was related to device or therapy and that due to programming specify final programming date and time for most recent interrogation prior to e vent: (B)(6) 2019.  Resolved without sequelae (B)(6) 2021.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that they experienced loss of therapeutic effect. It was suspected that the 0 electrodes are not com municating. Upon device interrogation it was found that the 0 pairs were not communicating. They had a programming in office (B)(6) 2019 during interstim visit.